Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported the system halted during the phacoemulsification step of a cataract procedure. The system screen displayed a message with a blue screen. The system was not responsive and could not be restarted. The procedure was not completed. Additional information was received indicating the patient experienced a suprachoroidal hemorrhage. The surgeon believes it is due to the drop in intraocular pressure when the machine turned off. The surgeon will determine if surgical intervention will be needed at a later date.

Manufacturer narrative:
Additional information has been provided in d.10, h.3, h.6 and h.10. The system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. A software upgrade was performed as a preventive measure and the company representative suggested the host and footswitch cable be replaced for potential issues in the future. The manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported events cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).